Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information 03-sep-2024: there were no issues related to opening/closing and left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. No fragment fell into the patient¿s anatomy and there were no post-operative tests (i.e. X-ray, ultrasound) performed. No photographic images of the device or recording of the procedure is available for isi to review. Isi receive a da vinci product to perform failure analysis and the complaint was confirmed. The horizon small clip applier (hsca) instrument was analyzed and found to have the grip cable dislodged from around the clamping pulley at the back end. As a result, the cable became loose at the distal end. Visual inspection displayed no signs of damage to the grip cable and the segment of the cable that contains the crimp was still intact.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The horizon small clip applier (hsca) instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of horizon small clip applier (hsca) instrument was broken. The customer used a backup hsca instrument to continue with the planned procedure. The procedure was completing as planned with no reported injury.